Manufacturer narrative:
An event regarding fracture involving an exeter stem was reported. The event was confirmed. Device evaluation and results: the material analysis report concluded that the exeter stem broke through the neck region of the implant. The fracture progressed through fatigue. The origin was obscured through post fracture abrasion so nothing could be learned of the cause of the fatigue initiation. The base metal was found to be a fe-cr-ni-mn-mo alloy consistent with an astm f1586 or iso 5832-9 alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review by a clinical consultant concluded that other than ruling out manufacturing or material defects by the material analysis report, no determination can be made of the cause of the initiation of the fatigue fracture of the femoral component without additional documentation. Device history review: device history review was not performed as the lot details of the device could not be identified. Complaint history review: a review of the complaint history database was not performed as the lot details of the device could not be identified. Conclusions: the exact cause of the event could not be determined based on the information provided. It was reported that the patient slipped and the implant has fractured. No clinical or past medical history, no patient demographics, no operative reports, are available which are needed to complete the investigation for determining root cause.

Event description:
The patient slipped so the implant has been fractured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient slipped, so the implant has been fractured.